Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that this patient underwent a revision procedure where this pacemaker was explanted due to normal battery depletion and the leads were surgically abandoned and were replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker exhibited low, out of range (oor) pacing impedance, increased thresholds as well as noise which lead to several atrial tachy response (atr) episodes. Additionally, the right ventricular (rv) lead also exhibited higher than expected but still in range impedance measurements. Boston scientific technical services (ts) was consulted and suggested that the issue may be due to both leads lengthy implant time. The pacemaker and leads remain implanted at this time. No adverse patient effects were reported.